Event description:
Procedure type: esophagogastrectomy. According to the reporter: when the device was applied the anvil pushed away and the staples stayed open. The anastomosis was not completed, and after removing the device and staples the surgeon hand sewed the anastomosis. It was stated that a combination of the patients very narrow esophageal passage and spine, held the anvil in a tilted position not allowing the staples to form. The surgical procedure was extended more than 30 minutes and additional tissue had to be resected.